Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple altitude alarms occurred. Customer's blood glucose level was 197-318 mg/dl. Customer reverted to injections for alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Altitude alarm issue could not be verified. Multiple temperature alarms occurred during the event and investigation verified temperature alarm issue.